Event description:
The customer reported that the device had an event code that indicated a critical failure in the memory. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control is anticipating the device return for eval/repair and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by cfr 803.56.